Event description:
It was reported that a half day infusor had a foreign particle in the balloon. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured october 23, 2014 ¿ october 24, 2014. The device was visually inspected for particulate matter at the baxter dublin compounding center. Visual inspection verified particulate matter in the balloon of the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition, during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.